Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis.   Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated deviation or non-conformity reports found during the manufacturing record review for this complaint. A review of the dimensional inspection performed at lens generation revealed that all dimensions are within specification. A review of the complaints related to the production order was performed and revealed one other complaint for this order number has been received to date. There is no relationship between the complaints. Based on historical complaints review, no product deficiency was found.   The directions for use (dfu) was reviewed which adequately provides warning related to centration of the intraocular lens.   Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) decentered and was then repositioned in a secondary procedure on (B)(6), 2015. The doctor determined the lens to be 1/2 diopter off. The lens was then explanted in a secondary procedure from the patient's right eye on (B)(6), 2015. There was no patient injury reported. The lens was replaced with a crystalens and the patient was reported doing well post op. No further information was provided.